Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit, low battery and unexpected restart. Customer's blood glucose at time of incident was 390 mg/dl. The customer was advised to monitor the pump and time battery change. The customer reported via phone call indicating that the insulin pump alarm external ram error. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised that the pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer did not want to troubleshoot for high blood glucose due to being off the pump for 2 hours.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with high idle currents due to a faulty component on the remote frequency board. The pump also gave an alarm due to the faulty component. No battery out limit alarms, lost sensor alarms or other alarms noted. No cosmetic damage noted.